Event description:
The right motor is locking up causing the chair to go in circles. The customer was not happy with the chair and realized the chair was too powerful for her and the dealer took the chair back. There was no customer incidents or information provided.